Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 2/1/97 at a retail vendor. The consumer sought medial treatment for removal of infected tissue and reconstruction of the right ear.